Event description:
The home pt (hp) called baxter technical service regarding a 2240 alarm on the homechoice machine while in dwell 4 of 5 and the hp was connected. Baxter's service rep assisted the hp to recycle the power and cleared the alarm. The hp told the service rep that he had disconnected the supply bag during therapy. The service rep told the hp to call his nurse regarding the air detect alarm. The hp then stated that he always disconnects bags during therapy. The service rep then told the hp that it is not recommended to disconnect the bags during therapy. The pt continued dialysis with manual exchanges. No pt injury or medical intervention was indicated at the time of the initial report.